Event description:
The laboratory report for a patient sample printed with the results from a later patient sample. Misreported results may lead to inappropraite physician action. The data stored on the analyzer was correct for both patient samples. The results were not reported to the physician and there was no report of patient harm as a result of this event.